Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The reported lead was capped and replaced on (B)(6) 2022.there were no patient consequences.